Event description:
Recovery filter put in a pt with a circumaortic renal vein, thus placed very low in ivc - but high enough to open properly. Filter would not open and the images show legs crossed. Physician attempted to tweak the legs open while the recovery cone was in place to prevent any movement, but could not, so he pulled it out and found the legs crossed.